Event description:
Additional information was received that indicated the date of the ptca from (B)(6) 2010 was (B)(6) 2010 and was to treat a new lesion in the mid lad. The cypher stent implanted during in the index procedure was implanted in the proximal circumflex. The mid lad stenosis is a new stenosis in a non-target vessel.

Manufacturer narrative:
Additional medication for the patient was simvastatin 80mg qd start date: (B)(6) 2009, ongoing. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00227 and 3003742446-2010-00228.

Event description:
Additional information received indicated the patient had previous cardiac percutaneous interventions: a stent from (B)(6) 2009 was found to be occluded with collaterals on a (B)(6) 2010 patient visit. Review of the procedural report received was performed and no cordis guidewires were used in the procedures.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information received via the (B)(4) study indicated that during treatment of a 100% proximal circumflex (cx) lesion with placement of a 3.0x33 cypher stent, a second cypher stent , a 2.5x18, was implanted distal and separate from the first stent without overlap due to a dissection. The distal dissection was due to a false re-entry lumen with indication that there were no angiographic complications or malfunctions reported for the stents. Additionally, there was a <2x elevation of the cardiac enzymes post procedure. Approximately six months later, it was reported that the patient was experiencing chest pain classified as angina, which led to revascularization of a nontarget vessel. The relationship to the cypher stent was indicated as "none." However, at this time it was also noted that the previously placed cypher stents were "now occluded with collaterals" with no report of any further treatment. At index procedure, there was no acute coronary syndrome present. It was indicated that there were two diseased lesions with a total of two lesions in one vessel treated. The target vessel was a 100% stenosis of the proximal circumflex with timi flow 0. The age of the occlusion was >3 months. Pre procedure, cardiac biomarkers were below upper limit. The reference vessel diameter was 3.0mm with a lesion length of 32mm. There was no side branch involvement. The target lesion classification was type a with no thrombus present. Planned pre-dilation was performed using four noncordis balloons with the maximum balloon diameter of 2.5 balloon length of 12 with maximum inflation pressure of 16 atm. A 3x33 cypher rx was successfully implanted with a maximum pressure of 16 atm. No post dilation was performed. Post procedure diameter stenosis was 0% with timi flow 2 and post-procedure dissection grade of 0. It was indicated that there were no device delivery performance issues, no angiographic complications and no related product malfunctions. It was indicated that during the procedure for this lesion a dissection occurred. It was indicated as a distal dissection; false reentry lumen successfully treated with a 2.5x18 cypher rx stent. The second stent was successfully implanted without overlap with a maximum pressure of 16 atm to treat the dissection. No post dilation was performed and it was reported that there were no angiographic complications or associated product malfunctions. With investigation, no further information was reported regarding the indicated re-entry dissection and with review of the provided information it is noted that no cordis guide wires were used during the index procedure. Integrilin and angiomax was administered intra-procedure. Aspirin and clopidogrel were given pre and post procedure and at discharge. At discharge the following day and at 30 day follow-up, angina status was collected and the worst angina pattern was indicated as stable. It was indicated that the patient did not have any major adverse cardiac events or reportable adverse events. There was no interruption of antiplatelet therapy. The product was not returned for evaluation. A review of the manufacturing documentation associated with cxs33300 lot 15014615 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported events. Based on the information as reported it is likely that re-entry dissection during treatment of chronic total occlusion and <2x normal enzyme elevation post procedure is related to the accessing/crossing the lesion with the guidewire prior to the implantation of the first cypher stent or to the multiple pre-stenting balloon dilations required due to the lesion characteristics. Coronary artery dissection is a common adverse event associated with vessels that are highly calcified and a chronic total occlusion. Trying to pass a guidewire through a cto can lead to dissection as the wire enters a false lumen causing a tear in the vessel wall, this with heavy calcification of the vessel wall that may also tear when angioplasty is performed may cause a vessel dissection. There is no indication that the event was related to any device design or manufacturing process. With review of the information, the relationship to the cypher stent is not evident. Vessel dissection is a known potential adverse event associated with this type of procedure. Vessel/lesion characteristics and procedural factors appear to have contributed to the dissection. Therefore, no corrective actions pertaining to this event will be taken at this time. Angina and restenosis are known potential adverse event associated with coronary artery stenting. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Patients who are known to be at high-risk for restenosis include those with long lesions. Patient, vessel and procedural factors along with progression of existing coronary artery disease may have contributed to the reported in-stent restenosis. There is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective actions will be taken. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00227 and 3003742446-2010-00228.

Manufacturer narrative:
The cypher stent implanted during in the index procedure was implanted in the proximal circumflex. The mid lad stenosis is a new stenosis in a non-target vessel. Therefore, based on the additional information received, the restenosis event previously reported is now considered a non-complaint and therefore not reportable. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00227 and 3003742446-2010-00228.

Manufacturer narrative:
Concomitant medications: amlodipine 2.5mg start date (B)(6) 2010 and metformin 1000mg start date: (B)(6) 2010. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00227 and 3003742446-2010-00228.

Event description:
The information received from (B)(4) study indicated that a 100% stenosis in the proximal circumflex was treated with a 3.0 x 33 cypher stent at 16 atm. The stent was not post-dilated. A 2.5 x 18mm cypher stent was implanted distal and separate from the 1st due to a dissection. The distal dissection was due to a false reentry lumen. There were no angiographic complications or malfunctions reported for the stents. Approximately six months after the index procedure the patient presented sharp chest pain with heaviness. The event was classified as angina and was treated with ptca. The event was reported to be unrelated to the procedure, cypher stent and study drug.

Manufacturer narrative:
Concomitant medications ((B)(6) 2009): glipizide 10mg, captopril 100mg, atenolol 50mg, welchol 625mg, nitro patch 0.4mg and zocor 80mg (through (B)(6) 2010). The product remains implanted and is therefore not available for evaluation. Additional information will be submitted within 30 days from receipt.